Event description:
The ge oec 9600 fluoroscopy system would require a reboot during use.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a damaged end to the power cord and a loose wire in the plug that was repaired. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.